Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08965 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had emergency room visit and were hospitalized due to high blood glucose on unknown date, on earlier part of (B)(6) 2018 with blood glucose of 300 to 400 mg/dl, 571 mg/dl, over 1100 mg/dl, 700 mg/dl and 600 mg/dl. Patient's other blood glucose value: unknown. The customer experienced symptoms such as diabetic ketoacidosis, flu and sick. The customer was treated with insulin pump and manual injection. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.